Event description:
The customer contacted baxter's technical service center regarding a home patient (hp) wanting assistance to end therapy, which occurred on the homechoice (hc) during use. The hp disconnected earlier and did not cap off the tubing. The baxter technical representative (tsr) assisted with ending therapy and the hp would restart with new supplies. On (B)(6) 2010, product surveillance followed up with the homepatient and he stated that it was his fault, he forgot to cap off the line. The patient stated that the supplies were fine, however he discarded them and does not recall the lot number. The patient also stated that he was doing fine and continuing with therapy.

Manufacturer narrative:
(B)(4). This complaint for patient disconnecting and not capping the patient line was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Not enough data is available within the complaint information to identify root cause. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.